Manufacturer narrative:
(B)(4). Visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Dizziness: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient's representative reported left side capsular contracture, baker grade unknown. Healthcare professional later reported bilateral capsular contracture. The device has been explanted with a complete capsulectomy.

Event description:
Patient also experienced "constant pain and induration, dizziness, thorax pain". Pathology report of the excised capsule showed chronic inflammation.